Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary- (B)(4): analysis confirmed the customer comment that the display was cracked. It was also found that the battery release, heart block, lead flex cover, and case screws were contaminated.

Event description:
It was reported the external pulse generator was dropped and the display cover cracked. It was returned for service and subsequently tested out of specification during the manufacturer's analysis.